Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there was one similar complaint found. Conclusion - based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens popped out of the patient's eye. The lens was removed without any patient injury. This is one of two lenses the surgeon attempted to insert in this patient. See MFR 2023826-2007-01528. The third lens was successfully implanted.